Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield and introducer were seated to the catheter through 70 cm to 100 cm from the catheter tip. The distal end of the contamination shield was located 85 cm from the tip. Both the contamination shield and the introducer were removed from the catheter for evaluation. After removing the devices, a small indentation was found in the catheter at 87 cm proximal from the catheter tip. The thermistor read 37.1 c when submerged into a 37.1 c water bath. The catheter ran cco in 37.1 c water bath on vigilance I and vigilance ii monitor for 5 minutes with no error message. The thermistor and thermal filament circuit were continuous with no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. The resistance value of the thermal filament circuit was within the allowable specification. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion noted. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of inaccurate cco value during use could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined with certainty if clinical factors may have contributed to the complaint. As noted in the product IFU: if confirmation of the displayed continuous cardiac output value is deemed necessary, performing a bolus td cardiac output measurement is recommended. No actions will be taken at this time. This report is associated with medwatch report #2015691-2012-17729.

Event description:
It was reported that there was a gap of more than 2 l/min between the cco reading of the swan-ganz catheter and the apco measurement from the flotrac during use (2 l/min vs. 4.2 l/min). A bolus cardiac output was not measured at the time for confirmation. No waveform abnormalities were noted. It was not reported which value the clinician considered to be more accurate and no data samples were available for review. The sales rep commented that the patient was undergoing cardiac surgery after an acute myocardial infarction (ami) and the patient was "on brain hypothermia (it was around 35.5 degrees c)". The catheter was inserted from the femoral area. No patient complications or injury was reported.